Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range shock impedances of greater than 125 ohms. The root cause for the high shock impedances was not determined. As a result, this right ventricular (rv) lead was explanted and replaced along with the associated ICD. It was noted the rv lead would not be returned. No additional adverse patient effects were reported.